Event description:
The customer received questionable parathyroid hormone (parathormone,parathyrin)-stat (pth) results for one patient from two cobas e601 analyzers at different sites. Analyzer a serial number was (B)(4) and analyzer b serial number was (B)(4). The patient was a dialysis patient who was being checked for pth due to elevated levels. On (B)(6) 2013: 48.7 pmol/l unknown analyzer. On (B)(6) 2013: 50.4 pmol/l unknown analyzer. On (B)(6) 2014: 67.4 pmol/l unknown analyzer. On (B)(6) 2014: 66.5 pmol/l analyzer a. On (B)(6) 2014: 112 pmol/l analyzer b. On (B)(6) 2014: 136.5 pmol/l analyzer b. On (B)(6) 2014: 174.9 pmol/l analyzer b. The doctor ordered an "increase of t.mimpara (active substance: cinacalcet) from 30 to 60 mg and t.renvela (active substance: sevelamer) from 2*3 to 3*3 from on (B)(6) 2014". The patient was asked to have a new sample drawn a week later. On (B)(6) 2014: 9.8 pmol/l analyzer a. This low result was noticed by the doctor and the patient was ordered to decrease the level of t.mimpara to 30 mg and have a new sample drawn a week later. On (B)(6) 2014: 67.8 and 67.6 pmol/l analyzer b. The patient stayed on the dose of 30 mg t.mimpara. On (B)(6) 2014: 152.8 pmol/l analyzer a. On (B)(6) 2014: 106.9 analyzer b. The dose of t.mimpara was increased to 60 mg. On (B)(6) 2014: 8.1 pmol/l analyzer b. On (B)(6) 2014: 50.4 pmol/l analyzer a. The results of 9.8 and 8.1 pmol/l were questioned. The patient's current condition was provided as "doing well". No adverse event was reported. It was noted the recommended sample tube rack adapters were not being used on analyzer b. This could lead to incorrect sampling due to leaning sample tubes.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. A possible root cause could be the time elapsed between the sample draw and the testing being performed as the samples were being tested at different sites. Low results could be received due to pth degradation.

Manufacturer narrative:
This event occurred in on (B)(6).